Manufacturer narrative:
Correcting date of return of the device to apr 15, 2020. Device evaluation is now completed. This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, g4, g7, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Upon inspection and testing, the device yielded a bad image. This is attributed to the faulty video scope connector. In addition, the device is equipped with new type switch and has minor corrosion on chassis which is cleanable. The instructions for use includes the following statements: ¿ make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
This report is updated in the following fields: d4, g4, g7, h2 and h10. Report provides UDI#.

Manufacturer narrative:
Due diligence for additional information was executed. There is no additional information available. The device is returned but a device evaluation is not yet available. As such a definitive root cause of the reported issue cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported the device had an intermittent image issue.